Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on an unspecified date, a mayfield head holder skull clamp(unspecified product ID) was not locking when the surgeon pinned the patient's head. There was no patient injury reported. Additional information has been requested.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The unit received with the lock having both rotational and lateral movement and a residue buildup is present. Upon disassembly repair noted the index knob and the lock will need new components added to replace worn internal parts; the set screw in the swivel base was tight. The device history record showed no previous service records and the device has exceeded its expected life of 7 years. Complaint confirmed via inspection of item.